Manufacturer narrative:
This event occurred in (B)(6). Initial reporter fax number was provided as "(B)(4)".

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for troponin t hs (high sensitive) - tnths on an e602 analyzer. The erroneous results were reported outside of the laboratory. The tnths results from both samples were considered high and the patient had no symptoms. The first sample resulted with a value of 1997 pg/ml when tested on the e602 analyzer. This sample was repeated on the same analyzer, resulting as 1987 pg/ml. The patient was then hospitalized and the patient was tested there with an unknown method. The patient result at the hospital was negative. No specific data was provided for the result from the hospital. On (B)(6) 2016, a second sample from the patient was tested on the e602 analyzer, resulting as 81.83 pg/ml. This sample was repeated on the e602 analyzer on (B)(6) 2016, resulting as 77.70 pg/ml. The sample was repeated a second time on the e602 analyzer on (B)(6) 2016, resulting as 77.62 pg/ml. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). The sample tested on (B)(6) 2016 was provided for investigation. The customer's result could be reproduced.

Manufacturer narrative:
Further investigations of the provided sample determined that the tnths value was a true positive value.